Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of right common femoral deep vein thrombosis, labile ptt and hematuria was scheduled for inferior vena cava (ivc) filter placement. The right internal jugular vein was accessed and a catheter was positioned within the infrarenal ivc and exchanged for the filter delivery system. A filter was deployed in the infrarenal ivc and completion venogram was performed. The sheath was removed and hemostasis was achieved. The patient was in stable condition at the conclusion of the procedure and transferred to recovery. Approximately five months post filter deployment, the patient was scheduled for pulmonary vein ablation. A sheath was advanced via the right femoral vein and resistance was encountered as the sheath was advanced through the ivc. Minor manipulation was made to see if the sheath could transverse the filter but it was not felt to be so. Therefore, the procedure was concluded in order to prevent inadvertent tearing of the ivc. There were no reported complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged detached filter limbs, a tilted filter, and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the provided medical records, approximately five months post filter deployment, the patient was scheduled for pulmonary vein ablation. A sheath was advanced via the right femoral vein and resistance was encountered as the sheath was advanced through the ivc. Minor manipulation was made to see if the sheath could transverse the filter but it was not felt to be so. Therefore, the procedure was concluded in order to prevent inadvertent tearing of the ivc. This procedure could have contributed to the alleged deficiencies with the filter. However, the definitive cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt are known complications of vena cava filters. Filter malposition. Filter tilt. (Conclusions). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly tilted, embedded in the caval wall and was unable to be retrieved after a retrieval procedure. It was further alleged the filter detached and a limb(s) was retained in the body; however, the location of the limb(s) was unknown and there was no attempt made to retrieve the limb(s) from the body. The patient alleges to experience constant pain from the vena cava filter.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly tilted, embedded in the caval wall and was unable to be retrieved after a retrieval procedure. It was further alleged the filter detached and a limb(s) was retained in the body; however, the location of the limb(s) was unknown and there was no attempt made to retrieve the limb(s) from the body. The patient alleges to experience constant pain from the vena cava filter.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months post-deployment, the patient was scheduled for pulmonary vein ablation. The filter was found to be angulated and catheter sheaths were too large to allow passage, the procedure was terminated. It was found that the patient had diagnosed with pulmonary embolism post inferior vena cava filter with chronic paroxysmal atrial fibrillation. Therefore, the investigation is confirmed for filter tilt. However, the investigation is inconclusive for filter limb detachment and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4 (expiry date:05/2017), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of right common femoral deep vein thrombosis, labile ptt and hematuria was scheduled for inferior vena cava (ivc) filter placement. The right internal jugular vein was accessed and a catheter was positioned within the infrarenal ivc and exchanged for the filter delivery system. A filter was deployed in the infrarenal ivc and completion venogram was performed. The sheath was removed and hemostasis was achieved. The patient was in stable condition at the conclusion of the procedure and transferred to recovery. Approximately five months post filter deployment, the patient was scheduled for pulmonary vein ablation. A sheath was advanced via the right femoral vein and resistance was encountered as the sheath was advanced through the ivc. Minor manipulation was made to see if the sheath could transverse the filter but it was not felt to be so. Therefore, the procedure was concluded in order to prevent inadvertent tearing of the ivc. There were no reported complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly tilted, embedded in the caval wall and was unable to be retrieved after a retrieval procedure. It was further alleged the filter detached and a limb(s) was retained in the body; however, the location of the limb(s) was unknown and there was no attempt made to retrieve the limb(s) from the body. The patient alleges to experience constant pain from the vena cava filter.